Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-07030. This complaint will be closed as duplicate.

Event description:
It was reported to philips that the host pc will not boot when turning the system on. The device was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of the complaint.